Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced infusion sets and resumed insulin no further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004744, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004744 was manufactured according to the work instruction (wi) version 96 and manufactured in the machine multivac 10 on 16/dec/2023, with a total of (B)(4) units. Glue-connector lot: the lot 3m00926 was manufactured according to the wi version 36 and manufactured in the machine mp03 on 06/dec/2023, with a total of (B)(4) units. The lot 3m01197 was manufactured according to the wi version 36 and manufactured in the machine mp03 on 12/dec/2023, with a total of (B)(4) units. The lot 3m01205 was manufactured according to the wi version 36 and manufactured in the machine mp03 on 16/dec/2023, with a total of (B)(4) units. The lot 3m01415 was manufactured according to the wi version 36 and manufactured in the machine ls11, ls24, ls25 on 16/dec/2023, with a total of (B)(4) units. The lot 3l03201 was manufactured according to the wi version 36 and manufactured in the machine mp03 on 25/nov/2023, with a total of (B)(4) units. The lot 3l04270 was manufactured according to the wi version 36 and manufactured in the machine mp03 on 26/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements.no deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.